Event description:
As reported: the sterile sold product was in the (B)(6) cardiac surgery center warehouse, and the warehouse director before giving it to the surgery department saw that there was a hair in the pack..

Manufacturer narrative:
Evaluation results: the device was returned to product evaluation lab for evaluation. The reported defect was confirmed. Received (1) retrograde cardioplegia catheter, model rc014mib, in sealed original package. A brown hair like particulate, approximately 9cm in length, was found inside the sealed package. The device was then sent to the manufacturing site for further investigation. The device was evaluated by quality engineering, manufacturing engineering, and the manufacturing supervisor at edwards utah. The presence of a "hair like" particulate in the pouch was confirmed. Refresher training to gowning standards for environmental controlled areas was performed for manufacturing personnel. The "hair like" contamination observed is considered an isolated incident. Quality data reviews of the rc014mib devices do not indicate a quality threshold has been exceeded therefore corrective action or CAPA will not be initiated. We will continue to monitor complaint trends on an ongoing basis per procedure.

Manufacturer narrative:
(B)(6): hair particulate found in package. A device history record (DHR) review was performed on sept 28, 2010, and no nonconformities were generated for lot 58834365. An evaluation will be performed once the package is received for evaluation.